Event description:
During implantation of a trial evoke spinal cord stimulation (scs) system, the physician encountered difficulty placing the leads due to patient anatomical challenges. One lead was successfully implanted. The patient reported severe pain while in the post-anesthesia care unit (pacu) and requested lead removal. Intravenous (IV) fentanyl and toradol were administered and the patient was discharged. The physician attributed the patient¿s symptoms to nerve irritation that may have occurred during lead placement.